Event description:
During a cryoablation procedure, the physician had successfully abated the lspv two times and the lipv one time when he noticed a drop in the patient's blood pressure to 60/40s following the thaw cycle of the balloon. The physician moved the intracardiac ultrasound catheter and determined there was an effusion. A pericardialcentisis was performed and the patient was stable. The patient was discharged the following day in stable condition. Device 3 of 3, reference MFR reports: 3002648230-2013-00030 and 3002648230-2013-00031.

Manufacturer narrative:
The returned catheter was visually inspected and showed that the shaft was broken at the proximal end attachment with the ECG connector; no ECG signal wires were broken inside the shaft. An internal CAPA has been initiated to investigate the condition found. This product problem is not believed to have caused or contributed to the adverse event experienced by the patient. Pericardial effusion is a potential adverse event associated with cardiac catheter procedures.